Event description:
The subject device was used during a laparoscopic partial resection of the colon, and the ultrasonic output could not be activated after the error occurred. The procedure was completed using another device. From the information and photos that omsc obtained on (B)(6) 2015, it is confirmed that the probe had cracks and the ptfe pad was severely worn.

Manufacturer narrative:
The exact cause of this phenomenon is not identified since the subject device was not returned to omsc for evaluation. The manufacturing history was reviewed, with no irregularities noted. As the result of similar phenomenon, it is supposed that the ultrasonic output could not be activated due to the cracks of the probe. The cracks occurred since the probe came in contact with something hard such as tough tissue, metal, or a surgical instrument during ultrasonic output. And we presume that the ptfe pad was severely worn because the user activated ultrasonic output while grasping nothing. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.